Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d), implanted with another manufacturer's right ventricular (rv) lead exhibited high out of range shock lead impedance measurements greater than 200 ohms. The trend showed erratic measurements although the pacing and sensing measurements remained stable. Boston scientific technical services (ts) recommended to perform commanded shocks to test lead integrity and to evaluate further with a defibrillation threshold (dft) test to check if the system is able to convert an arrhythmia. However, attempts to seek for additional information were unsuccessful. The system remains in service. No adverse patient effects were reported.